Manufacturer narrative:
When prepping an angioguard system during a carotid stenting procedure, the wire with the basket inside was pulled into the tip of the deployment sheath but the basket wasn¿t completely docked. The tip of the sheath formed in the folds. A second angioguard system was used to successfully complete the procedure. There was no patient injury. There was no damages noted to the sheath or the angioguard. The device was flushed prior to insertion. The product was stored, handled, inspected and prepped according to the instruction for use (IFU). There was nothing unusual noted about the device prior to use. The product was returned for analysis. One non-sterile angioguard rx 6.00mm 180 was received for analysis inside a plastic bag. The angioguard was received totally unzipped from delivery sheath. The unit was observed under a vision system and damage was not observed on the membrane of the angioguard. The membrane of filter was observed separated/ uplifted from the basket wire and prolapsed/ folded over itself. No anomalies observed. The functional test could not be performed due to the unzipped condition on the delivery sheath as received. A device history record (DHR) review of lot 35229952 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure by the customer as ¿delivery system- loading (docking) difficulty¿ could not be properly evaluated since the functional test to perform loading of the received deployed filter basket could not be performed on the received unit. However, it is noted that loading (docking) difficulty-into delivery sheath was due to the unzipped condition on the delivery sheath of mentioned unit as received. Nonetheless, the unzipped condition on the delivery sheath could not be conclusively determined by the analysis. It is unknown what factors may have contributed to this issue. Handling or procedural factors may have contributed to the event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient¿s vasculature. The product¿s information for safety warns ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ the analysis results do not suggest that the failure experienced by the customer could be related to the manufacturing process. Neither the DHR review nor the product analysis suggests that the malfunction experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During preparation of system, the wire with the basket inside was pulled into the tip of the deployment sheath but the basket wasn¿t completely docked. The tip of the sheath formed in the folds. Another angioguard system was used to successfully to complete the procedure. There was no patient injury. The intended procedure was a carotid stent. There was no damages noted to the sheath or the angioguard. The devices flushed prior to insertion. The product was stored, handled, inspected and prepped according to the instruction for use (IFU). There was nothing unusual noted about the device prior to use. The product is available for analysis.